Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 260 mg/dl. The customer reported that the retainer ring was damaged and was loosened. The customer was treated with syringe. The customer was advised customer to contact health care professional if no reason was found. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No loosen/missing reservoir retainer noted. (B)(4).